Event description:
While the device was ventilating a patient, the user noted an atypical (popping) noise from the device and the ventilator stopped ventilating. The user reported that no audible alarms were noted at the time of the occurrence. The patient was transferred to another ventilator. No patient injury.